Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient underwent a breast augmentation primary with a mentor memorygel breast implant 325cc and experienced rupture on the right side and bilateral capsular contracture baker grade ii (l) and baker grade iii (r) postoperatively. As a result, the patient underwent removal and replacement with mentor memorygel breast implants 450cc, catalog number 3504504bc, serial number (B)(4) (l) and serial number (B)(4) (r) on (B)(6) 2020. This report is for the right breast prosthesis.

Manufacturer narrative:
Device evaluation summary: during evaluation of the sample, a crease was observed on the posterior view. Additionally, a tear was found within the crease, measuring approximately 0.1 cm, causing a rupture the evaluation determined that the rupture is consistent with a crease fold rupture. A crease/fold failure may be the result of the continuous and sustained stresses to the device caused by the capsular contracture. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).